Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on day three of impella cp support experienced atrial fibrillation with rapid ventricular response. Amiodarone bolus was given. The patient continued impella support until impella was explanted as planned and the patient survived.

Manufacturer narrative:
The investigation was completed. The impella device was discarded by the customer. Paroxysmal atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.